Event description:
New information received notes that the lead was explanted and returned after the patient expired due to non-device related causes.

Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.